Event description:
Clinical study. It was reported that post index procedure, the pt expired. The index procedure treated a de novo lesion in the proximal left anterior descending artery (lad). The lesion was 2.75 mm wide, 18 mm long, and 80% stenosis. There was severe calcification. The physician direct stented the lesion with a 3.5 x 32 mm taxus express2 drug eluting stent. Post dilatation stenosis was 10%. The pt received a gpiib/iiia inhibitor and plavix for the procedure. The pt was discharged 3 days later on aspirin and plavix. Six hundred ninety days days later, the pt expired. A cause of death is unk, and no autopsy was performed. In the opinion of the physician, there is an unk relationship between the target vessel and the death.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.